Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired on the right hepatic artery a few times (unk exactly how many firings). The device would then not open. The surgeon placed a mariland on one side and another device on the other side and pulled the device off the artery. There was a lot of bleeding, but there was no transfusion of blood given. Another device was used to complete the procedure. There were no further complications with the pt. The device was discarded.

Manufacturer narrative:
Device not returned. Eval summary: as a lot # was not received, a device history review could not be performed.